Event description:
This is an international report of a customer who reported a system error (se) 2240 that alarmed on the homechoice (hc) during I-drain. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. The care giver (cg) stated the patient line extension was connected after priming. The technical service representative (tsr) explained the alarm and had the cg close the clamps, disconnect the hp and cycle the power. The tsr assisted the cg with getting the set out, and explained the cg can start over with new supplies. Tsr recommended the cg contact the rn about the alarm. Tsr recommended the cg connect the patient line extensions before priming, and if they do not prime the cg should call baxter back for assistance. The cg stated he will start over with new supplies. There was patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).